Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide using a 6fr sheath, after an interventional procedure. Reportedly, a suture break occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The whole monofilament was returned loose and intact with the needle tip and posterior cuff still attached to the rail end. The anterior cuff was out of the foot pocket and the tab was damaged. Based on the investigation findings, the anterior cuff detached from the anterior needle tip during removal of plunger and this would result in a failure to retrieve the suture during the needle plunger retraction and may appear similar to suture break. The reported suture break was not confirmed, but the effects of the anterior cuff detaching from the needle tip appeared to the user as a suture break. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.